Event description:
Event description guidant received information that this chronic pacemaker displayed loss of capture while performing threshold testing during a routine visit. After employing a series of troubleshooting techniques, capture appeared to be rate-dependent and the original safety margin was insufficient. All tests were taken in bipolar lead configuration, and remaining testing displayed normal measurements. Capture could only be assured by reprogramming the device to maxium output and the patient now receives appropriate pacing therapy. To date, there have been no reported patient symptoms associated with this clinical observation.